Event description:
It was reported that there was a hole in the balloon. An atherectomy case was being performed on a lesion in the superficial femoral artery. A 6mm x 200mm ranger (dcb) balloon was inflated in the patient and was noted to be leaking. Upon removal, a hole was noted in the balloon. The procedure was successfully completed with a different device without issue or patient injury.

Manufacturer narrative:
Device is combination product. The returned ranger (dcb) catheter was returned. The balloon was loosely folded, and there was blood in the wire lumen. The tip, balloon, markerbands and inner/outer shafts were microscopically and visually inspected. Inspection revealed a pinhole located in the balloon located 27mm from the tip. Inspection found no other damage to the rest of the device. Functional testing was conducted by attaching an inflation device (filled with water) to the hub of the complaint device. Positive pressure was applied, and water was found to be streaming out from a pinhole in the balloon. The reported leak was confirmed.

Manufacturer narrative:
Device is combination product.

Event description:
It was reported that there was a hole in the balloon. An atherectomy case was being performed on a lesion in the superficial femoral artery. A 6mm x 200mm ranger (dcb) balloon was inflated in the patient and was noted to be leaking. Upon removal, a hole was noted in the balloon. The procedure was successfully completed with a different device without issue or patient injury.